Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. About 10 to 12 inches or more of air in the tubing. Had air in fistula needle on the return but aspirated it back to pt who complained of chest pains. This report is being filed due to the potential for injury from air being returned to the pt.

Manufacturer narrative:
(B)(4): before starting the tpe procedure the nurse noticed air in the fistula needle, and she disconnected the pt. She stated that she aspirated the air from the fistula and pt complained of chest pain. No leaks on the kit or blood tubing. Prime was successful and no alarms occurred. No exchange was performed. An EKG and a chest x-ray were performed on the pt and all results were negative. Pt required no further medical attention related to this aborted procedure. No adverse health effects have been observed beyond pt's initial complaint of chest pains. The complete spectra tpe disposable set was returned for eval. Upon initial inspection of the returned set, it was evident that run had only begun due to clear saline existing solely in the last 24" of the return line. Prime was successful, at least through the disposable kit. No mfg defects were noted. The return line was air pressurized underwater between the return air chamber and the male luer at the return line termination. No leak paths existed as no air was shown to be escaping from the disposable set. Conclusion: there was no failure of the product to meet mfg specifications. No mfg or operator induced defects were noted on the disposable used in this procedure. Improper operator prime or a leak at a connection of additional 3rd party accessories could explain the presence of air being delivered to the pt. No other similar events for this lot number have been reported to date. Trends suggest that the event reported is random and isolated on a general basis.